Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported a "hissing" noise was heard from the base of the console due to a crack in the water trap plastic bowl. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.